Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Through a device history record review, it was confirmed that the mechanism and ultrasonic sensor were not original to this device and were swapped sometime outside of the baxter medina facility. The reported condition was verified. The device was found out of specification in relation to the reported over infusion which was reproduced. Evaluation experienced the device to free flow during the pumping phase of delivery. Evaluation confirmed the determined problem through the causality of unauthorized user facility service of the device which resulted in the factory-installed mechanism being removed and replaced with a different, non-original mechanism. This altered the flow delivery performance. This device will not be repaired due to the unauthorized service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy of heparin (dose, programmed rate and volume unknown) in the intensive care unit. The device was reported to have infused 16,000 units in 20 minutes. This malfunction resulted in an unspecified injury to the patient which required unspecified medical intervention. No additional information is available.